Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including chronic kidney disease (ckd) and diabetes mellitus (dm).

Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of nine (9) years, eight (8) months due to unknown reasons. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 31mm 7300tfx pericardial mitral valve underwent valve-in-valve intervention after an implant duration of nine (9) years, eight (8) months due to mitral stenosis. The patient initially presented with congestive heart failure and hypoxia. The tmvr procedure was performed with a 29mm 9755rsl transcatheter valve and concluded with excellent outcome. The patient was discharged home on pod #2.